Manufacturer narrative:
Occupation: clinical engineer. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately eight days of intra-aortic balloon (iab) therapy the console generated an leak in iab circuit alarm. Therapy was completed and the iab was removed. No trace of a rupture could be visually confirmed. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The inner lumen was found occluded with dried blood and unable to clear with the guidewire. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID (B)(4).

Event description:
N/a.